Manufacturer narrative:
This report is submitted on december 3, 2021.

Event description:
Per the clinic, the patient experienced a dislodgement of the magnet during an MRI (tesla unknown). The magnet was explanted (date unknown). The implant remains in-situ. It is unknown if there are plans to re-implant the patient with another magnet. Further information is being sought from the clinic.